Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation of the returned unit was unable to duplicate slippage, and when the clamp is properly positioned and put under pressure, it does not move. However, the evaluation showed that there was rotational and lateral movement and a residue build up in the lock. To resolve this issue, all worn components along with general cleaning and maintenance were performed. Further, since the clamp was involved in a patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the evaluation of the service team with the observation that the returned clamp was in worn condition and the lock was stiff and difficult to rotate to the locked position. No additional device deficiencies were observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint, and slippage could not be duplicated. The clamp does have a little bit of movement without any pressure on it, but when the clamp is properly positioned and put under pressure, it does not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) slipped during a craniotomy procedure. The slippage resulted in a 1 inch laceration on the side of the patient's scalp under the hair line, which required stitches. There was a delay of 20 minutes due to product problem. A new skull clamp was provided to complete the procedure.